Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated when analysis is completed.

Event description:
Boston scientific received information that during a device interrogation, this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was submitted for analysis. However, the physician already scheduled a replacement procedure for the following week and the patient was sent home. Data from this device was analyzed and showed the battery appeared to be depleting more quickly than expected. A device replacement procedure was scheduled. The following week, the device was explanted and replaced without complication. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.